Manufacturer narrative:
A ge service rep performed an onsite investigation. The power connections on backside of monitors were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported that the left monitor was not working. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.